Event description:
An endeavor sprint rx drug eluting stent was implanted in the distal rca. Approximately 2 years post the index procedure the patient was hospitalized with diarrhea and blood in stool. Asa was discontinued for seven days in treatment. The investigator has indicated the event was not related to the study device and the patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (hemorrhage).

Event description:
The adverse event that occurred 2 years post index procedure was confirmed as gastrointestinal bleed.